Event description:
Allegedly patient required revision surgery in 2002 due to alleged failure of the right total knee arthroplasty . Allegedly patient experienced complications following revision surgery and ultimately underwent amputation on her right leg in 2003. Plaintiff alleges early wear and corrosion of uhmwpe components.